Event description:
Customer reported, the unit of measure setting on their unlocked freestyle flash meter had changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mmol/ls. Readings with an 13 cal code were found in glucose log. Errors 015, 0204, 0300 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.